Manufacturer narrative:
Di not available as product was manufactured on or before (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. No interventions were made. No consequences to the patient. The patient will continue to be monitored.